Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver was perpetual rebooting the receiver down load failed and the functional testing was unable to be performed.opened receiver case, detached ui pcba and downloaded: passed. The download log found no evidence of any burnt and\or damaged component. The ffa lab found no issues related to the customer's complaint within the investigation window. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.